Event description:
It was reported by distributors fse reported that the cardiosave intra aortic balloon pump (iabp) was displaying an iab catheter restriction alarm while it was being used on a patient. No on was harmed onsite.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).